Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip detachment occurred. An unspecified size filterwire ez embolic protection system was selected for treatment. Upon retrieval of the device, it was noted that the tip of the wire was fractured and was left in the patient's body. An unspecified stent was implanted to cover up the tip. The procedure was completed with a different device and no further patient complications were reported.

Manufacturer narrative:
Patient sex updated from unk to male. (B)(4). Upn search corrected from unk523 to h749201001900. Catalog/model # updated from unk to 20100-190. Lot number updated from unk to 17222309. Device batch expiration date updated from unk to 08/21/2016. Device batch manufacturing date updated from unk to 08/23/2014. (B)(4).

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) to obtuse marginal (om) graft. After the entire procedure, the patient was transferred to ccu with no further patient complications.